Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that during the patient's clinic visit it was noted that the silicone sheath on the patient's driveline was extensively repaired with tape. Upon removal of the tape, the engineer noted a green foul smelling drainage was coming from holes in silicone sheath. The pump performance was not noted to be compromised. The patient denied that any unusual alarms occurred. A possible pump end bend relief fracture was discussed and a pump replacement was encouraged. Additional information was received that the patient had done well over the weekend. The patient's pump was exchanged. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.